Event description:
It was reported by the aci vascular closure specialist that an (B)(6) female patient underwent an interventional coronary procedure. The physician had a difficult time gaining access to the common femoral artery prior to the intervention. According to the staff, there were multiple sticks to the common femoral artery. Once access was gained, the physician proceeded with the intervention. Following the procedure, the physician who is a trained user, selected the mynxgrip vascular closure device 6f/7f to close the access site. The device was deployed per the IFU. It was reported that manual pressure was applied for 30 minutes due to incomplete hemostasis. The technician stated that the patient was very sensitive to pressure above the access site. A femostop was applied for 2 hours per hospital protocol. The patient was transported to CT where it was confirmed that the patient had developed an rp bleed. The rp bleed was resolved with the femostop. The patient was then transported to the ccu for further evaluation. The nurse that was involved in the procedure followed up with the ccu nurse who reported that the patient was doing fine. The patient was kept in the hospital overnight per the hospital's protocol for interventional procedures.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. The review of the lhr (lot f1226904) indicated that the device lot met all established performance criteria prior to shipment.